Manufacturer narrative:
The device was returned to an olympus repair facility and an evaluation of the device was performed. Upon inspection and testing of the unit, the reported problem of no image was confirmed, caused by a faulty printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus a black screen when connected to the camera image, and no color bars when not connecting to the camera on the visera elite video system center during an unspecified procedure. There was no delay in treatment. The procedure was completed using another device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image occurred due to failure of the printed-circuit board. The cause of the faulty ap board could not be identified. Olympus will continue to monitor field performance for this device.